Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.

Event description:
It was reported patient underwent an oxford knee arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2011 due to an unknown reason. It is unknown which components were explanted.

Manufacturer narrative:
Initial information received indicated patient's left knee was revised. New information received reports revision procedure occurred on the right knee and the product previously reported on was not revised.